Event description:
The customer's mother reported a motor error alarm during a bolus delivery. The mother then stated that the customer was taken to the emergency room due to low blood glucose levels. The customer had bolused for his food, and when he checked his blood glucose, the reading was 48 mg/dl. The customer also had an intestinal virus, and had been vomiting prior to being admitted. Troubleshooting was performed, and the insulin pump passed the displacement and self tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.